Event description:
It was reported that the patient passed away on (B)(6) 2022.

Manufacturer narrative:
A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), (B)(4), and the patient¿s outcome could not conclusively be established through this evaluation. Hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07 mar 2022. The current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G lists potential adverse events, including death, that may be associated with hm3 lvas. The manufacturer is closing the file on this event.